Event description:
It was reported that the patient experienced syncope. There was a stored episode of non-sustained tachycardia with nineteen beats duration during which the patient passed out. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 7120 st. Jude lead, implanted: (B)(6) 2010. A 4542 boston scientific lead, implanted: (B)(6) 2011. (B)(4).